Manufacturer narrative:
(B)(4), associated MDR#s 3006425876-2022-00963; 3006425876-2022-00996; 3006425876-2022-00997. Additional information received from the physician involved in the events. He reported that the underlying condition of the patient was ischemic stroke. He also reported that "thrombosis treated with success", and that the "patient was discharged from the medical department." Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: patient presented with left radial arterial catheter dysfunction with ipsilateral radial thrombosis on 23rd october. We had changed catheter 3 times for this patient (14 oct, 16 oct and 18 oct). After examination there is also a right radial thrombosis.

Event description:
The complaint is reported as: patient presented with left radial arterial catheter dysfunction with ipsilateral radial thrombosis on (B)(6). We had changed catheter 3 times for this patient (B)(6). After examination there is also a right radial thrombosis.

Manufacturer narrative:
(B)(4). Associated MDR#s 3006425876-2022-00963; 3006425876-2022-00997.